Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had received critical pump error alarm. The customer's blood glucose was unknown. The customer states was swimming with the insulin pump and received the open book image on the pump screen. The customer also states can see bubble in the screen. Troubleshooting was performed and noticed received broken force sensor alarm. Advised the pump will need to be replaced. Advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The insulin pump was also received with case cracked behind the insulin pump near the battery compartment.